Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a retossigmoidectomy procedure, the maximo button locked when triggered causing the clamp to remain triggered even without being activated. No patient consequence reported.